Event description:
Boston scientific received information that while this cardiac resynchronization therapy defibrillator (crt-d) was being replaced, the patient's chronic transvenous right ventricular (rv) lead was unable to be removed from the device header. The physician reportedly attempted to use a drill to free the lead, but damaged the rv lead in the process. Available information suggests that the physician may have forgotten to loosen the second rv set screw. No adverse patient effects were reported as a result of this observation. A request was made to the field for the return of this device and rv lead. Subsequently, the device was returned for analysis.

Manufacturer narrative:
Initial analysis of this device discovered that the device header was not attached. Ongoing analysis of this device is currently in progress. This event will be updated as additional information becomes available. Detailed microscopic visual inspection noted that the header was cut into two pieces, with tool marks observed on the device case. All setscrews moved freely, and lead insertion tests were performed, with no irregularities found. A review of device memory confirmed that the device was able to provide therapy while implanted. Final analysis concluded that damage to the device header was induced, that the device was electrically within specification, and that the device met labeled longevity expectations. This event will be updated if any additional information becomes available.